Event description:
Nurse reported that pumps were functioning properly infusing cardizem 100 mg/100 ml at 15mg/hr and 1000 ml ns at 100/hr. She later noted that the channels were displaying ¿infusion complete¿ and no audible alarm or warning screen was displaying. No staff reported clearing such a message from the pump. Pump taken out of service to biomed. Profile was critical care/subicu. There were no changes in pt condition; heart rate remained in control. No medical intervention was required. Customer stated no additional pt or event info is available.

Manufacturer narrative:
(B)(4). Method code field left blank ¿ no available code for data/log review. As requested by the customer, a log review was conducted. An infusion of diltiazem (generic for cardizem), 125 ml was programmed on (B)(6) 2011 at 10:23 pm. The infusion of this drug on this device continued for several hrs. On (B)(6) 2011, the user programmed a ¿daily infusion¿ for 15 minutes with a ¿before¿ infusion call back. The rate was 15ml/hr for a vtbi of 52.64ml. The infusion was completed by 1:50 pm and the pump module displayed a scrolling message indicating ¿infusion complete¿ with no audible alarms. The report of infusion completing with no alarm was confirmed. The cause is due to the use of the delay option, which was functioning as designed when the user did not program a ¿callback after¿. When only a ¿callback before¿ is programmed this option delays the infusion for the selected time and alarms only before starting the infusion; once the infusion is complete there is a visual message with no audible alarms. Programming a ¿callback after¿ will result in an alarm at the end of the delayed/restarted infusion. Based on the log review the device performed as programmed and no malfunction occurred.